Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap shows moderate usage; the fiber is broken within the creased white tubing just proximal of the control knob, between connector & knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the white tubing does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that at 46,960 joules while using the surgical fiber during a prostate procedure, the fiber broke inside fiber handle close to control knob. The laser system was being operated at 180w, 5:28 minutes of use. The fiber was replaced and the procedure completed using a second surgical fiber at 88,462 joules of use. Patient outcome: "ok" - there was "no injuries to patient or staff."